Manufacturer narrative:
G4:26jan2021. B4:25feb2021. H11:g5:k102985. H10: the customer confirmed the reported failure and recalled the error codes consistent with the "ventilator restarted" and "primary alarm failed." Where in the log. The customer brought the unit to technical support, and they identified the motor controller (mc) speaker wires slightly disconnected from the (mc) board. The (mc) speaker was reattached, and the unit rebooted the system with no errors. The unit was tested, and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 29jan2021.

Event description:
The customer reported unit has error message "primary alarm failed" and requested onsite service. The unit was not in use, and there was no patient or user harm reported.